Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "looks larger" and exchange from textured to smooth due to concern with the product. Patient later reported "rupture" and "nodules" confirmed via MRI and CT scan. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, g2, h6.

Event description:
Healthcare professional later reported "hole on patch side" observed during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to observe as it is not related to the device. Rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Visibility/palpability: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side "looks larger" and exchange from textured to smooth due to concern with the product. Patient later reported "rupture" and "nodules" confirmed via MRI and CT scan. Healthcare professional later reported "hole on patch side" observed during explant surgery. Device has been explanted and replaced.